Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient first asked if it's normal to have the interstim in the sciatic nerve. The patient said their back was smashed (maybe because they fell) and they had to put the interstim in a little differently, but they did it. The patient also sounds like they have fallen more than once and thinks that irritated it, and they are in constant pain now, and the patient thinks they may have damaged it. She also wants to know what to tell her doctor, but ultimately, they wants it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.